Event description:
The device results was 133mg/dl and a repeat result was 19mg/dl on 04/28/2006. One day later the device result was 59mg/dl and a repeat result was 332mg/dl. No treatment was alleged. The device was replaced and requested to be returned for evaluation.